Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The hf unit "esg-400", exhibited error code e486. There were no reports of patient involvement.

Event description:
It was observed by a third party distributor that the unit exhibited an error e486.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: b5, d5. Correction to g2 of the initial report to remove "company representative" and add "distributor" and "health professional". Correction to h6 "type of investigation" of the initial report to remove "testing of actual/suspected device". Additional information: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.